Event description:
Health professional reported "gastric obstruction, dysphagia, vomiting [sic], complication of the device."

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the catalog number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Obstruction, dysphagia, and vomiting are surgical/physiological complications an analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of obstruction and vomiting as follows: "nausea and vomiting may also by symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."